Event description:
A patient underwent a therapeutic ercp with placement of a metal biliary wallstent. The rx wallstent biliary endoprosthesis was difficult to deploy. The catheter was placed in to the patient. The stricture was accessed. Placement of the stent and attempted deployment was described to be very difficult and tights restriction was noted. As the clinician applied more force to attempt deployment, the inner catheter was broken. The catheter was removed and another new stent was successfully utilized. The patient is reported to have recovered after the procedure with no injury or ill affect sustained.